Manufacturer narrative:
Concomitant products: 409258 lead, implanted (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and undersensing. A fracture was confirmed. It was also reported that the right ventricular (rv) lead exhibited high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.